Event description:
It was reported that the probe caused a burn on the patient¿s small bowel while the probe was out of the line of vision. The outer sheath also was damaged during the procedure.

Manufacturer narrative:
The product was returned for investigation. The reported failure mode was confirmed. Visual inspection revealed a melted sheath. The probable root causes for the reported failure could be due to: the electrocautery probe was not in contact with tissue, the electrocautery probe was activated while irrigating or aspirating fluid, the electrocautery probe was activated while there was irrigation fluid in the cannula and/or the tip was retracted into the sheath while the current was activated. In sum, the product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence.

Event description:
It was reported that the probe caused a burn on the patient¿s small bowel while the probe was out of the line of vision. The outer sheath also was damaged during the procedure.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.